Event description:
Seven days after stent implantation, the patient complained of chest pain, and six days after this episode in stent stenosis was seen in the three distally implanted cypher stents. The 100% stenosis was treated with the deployment of a 2.5x18mm cypher stent in the (dlada) distal left anterior descending artery, and balloon angioplasty of the (mlada) middle left anterior descending artery. The residual stenosis was 10% in the dlada, and 25% in the mlada.